Manufacturer narrative:
Add'l number - 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt experiences pain at the ipg site due to ipg placement. The ipg is superficial and at the pt's belt line. Surgical intervention is planned to address the issue.